Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached, and the key tube was found outside the dongle assembly. Two kinks were found, one at the distal end and one at the proximal end near the handle. The condition of the returned device rendered functional testing impossible. The complaint that the snare would not extend was confirmed. Manipulation of the device during the procedure likely resulted in kinking, which can cause resistance when the snare loop is extended. This resistance can also cause the flare to detach. Therefore, the most probable root cause of the defects identified is operational context. Additional information received from the account indicates that it is unknown why a bent handle cannula was initially reported. It was confirmed that the correct device was returned for evaluation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the snare was advanced to the desired location in the patient's transverse colon with no issues. However, the snare loop did not advance from the sheath when the device handle was actuated, and the handle cannula was found to be bent. It was reported that no visible device defects were noted prior to use. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: flare detached.